Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0224t, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that the patient showed stimloc had worn through the scalp at both burr hole site and became infected. The entire system was removed yesterday and it was discarded. It was unknown if the issue was resolved at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders